Event description:
During a literature review the following information was presented: during a hysteroscopic procedure using a truclear operative hysteroscope 8.0 to remove placental remnants, an anatomical perforation occurred in the patient. The patient's perforation was diagnosed post-operatively after what seemed to be an uncomplicated procedure. Diagnostic laparoscopy was performed 10 days post-operatively in this patient, who had elevated liver enzyme levels and intra-abdominal free fluid. On inspection, a small perforation was observed at the back side of the uterus. No further intervention was needed and the patient recovered completely.

Manufacturer narrative:
Additional information: literature citation: blikkendall, mathijs d., tjalina w. O. Hamerlynck, miriam m. F. Hanstede, frank wilem jansen, benedictus c. Schoot (2013). An alternative approach for removal of placental remnants: hysteroscopic morcellation. The journal of minimally invasive gynecology (2013) 20, 796-802. (B)(4).